Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while attempting to change the cartridge. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 253 mg/dl. During troubleshooting with tandem technical support (cts), customer was instructed to load a new cartridge. Customer acknowledged. Customer indicated that cts would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.